Manufacturer narrative:
Customer was contacted multiple times by phone and email requesting return of the purely yours ultra breast pump to ameda, inc. For investigation. As of this date, the product has not been returned therefore no visual examination or in-depth investigation could be conducted. If the product is returned after this medwatch submission, a supplemental medwatch report will be filed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report using her purely yours ultra breast pump that day with batteries installed in the pump base. She states she has used the ac adapter and batteries at the same time to power on the pump. In this instance, she found the ac adapter did not work so she only used 6 aa batteries inside the battery compartment. Customer began pumping when she realized the pump was not performing as it usually did. She found the batteries had started leaking dark fluid after opening inside the pump base. She states the fluid stayed self contained inside the battery compartment. She had no contact with the leaking fluid and denies any injury or burn.